Event description:
A trilogy evo o2, international ventilator was returned to a third-party service center for service due to an allegation of a ventilator service required¿ alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo o2, international device at the third-party service center, a ventilator inoperative error along with actionable ventilator service required errors were discovered in the device's event log. The device's system board and oxygen blending module assembly were replaced to address the issues. The device passed all testing and set to ship mode awaiting dispatch.